Event description:
The dextrus lead would not stay fixed in the appendage of the atrium. Physician tried on three occasions to retract and extend the lead, and it would not stay fixed. The physician removed the lead and reprogrammed the device to single chamber mode.

Manufacturer narrative:
The mechanical performance of the lead under complaint was scrutinized. Particularly with regard to the placement difficulties mentioned in the complaint description, the investigations did not show any deviations from the mechanical specifications. The visual inspection of the fixation helix did not show any deviations from the technical specifications. The fixation helix could be properly extended and retracted. Furthermore, the measurement results proved to be within the value range defined by the design specifications, even though coagulated blood and tissue residuals were found within the lead tip that may compromise the effectiveness of the fixation screw mechanism. The cuttings are most likely due to the explanation procedure. The analysis did not reveal any sign of a material or manufacturing problem.